Manufacturer narrative:
This lead has not been returned and likely remained implanted. The local area field representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient implanted with this defibrillation lead expired. There were no allegations against lead functionality. Review of stored data found high out of range pacing impedance measurements had been observed. The high measurements were intermittent and there was no evidence of noise on the lead. No adverse patient effects were reported related to the out of range impedance measurements.